Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat 5-millimeter by 35-centimeter type s, the user asked for a generator restart and it stopped working during the operation. The issue occurred during a laparoscopic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: during the probe check that a error message u510 occurred. The probe is cracked at 13,6 mm from its distal end. The distal end of the item was inspected under a microscope and detected contact marks in the probe and non-insulated area of grasping section. The proximal side of the tissue pad was worn away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: 1. Because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled and it was determined that output could not be performed. From the instructions for use, the following was noted that was deemed relevant to the reported condition: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. ¿ if the grasping section, metal-exposed area around it or the probe tip "gets sticked tissue" during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.